Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer (lh 750) generated intermittent high white blood cell (wbc) results following shutdown and startup. Customer reported the samples were run in the manual mode. Customer reported the problem occurred on the first couple of samples run following daily maintenance. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) troubleshot the issue with the customer via the telephone. Customer indicated there were bubbles in pump pm3. Customer indicated they replaced blue stripe I-beam tubing. Bec field service engineer (fse) cleaned all sections of the blood sampling valve (bsv). The fse replaced the pivot arm aligning block for the center section of bsv movement. The fse found the needle bellows and manual probe were not washing properly during cycling. The fse found a plug in back of analyzer in the waste lines from valve pv57 (probe/needle drain vacuum valve) to the triple transducer module (ttm) waste chamber. The fse cleared the blockage and full operation returned. The fse also performed preventive maintenance.